Event description:
The event is reported as: one side of the staple did not close and the staple remained blocked in the stapler. No patient injury or intervention reported.

Manufacturer narrative:
The sample device was sent to the manufacturing site for evaluation on 01/18/2010. The results of the investigation were not available at the time of this report.